Manufacturer narrative:
This report is being submitted as follow up no. 1 to a correction to section e1, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor was not returned with the returned sample. Suture, collagen, and tamper tube were found to have been deployed. Collagen was found to have been tamped down. No signs of damage or deformation to the device were identified. Functional testing cannot be performed because of the condition of the returned device. The complaint was able to be confirmed for a partial deployment pullout. An exact root cause for the issue was unable to be determined. The likely root cause could be, not positioning the sheath inside the artery or subcutaneous deployment of the anchor. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the angio-seal device was withdrawn during the procedure, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The patient was kept under observation. The estimated blood loss was less than 250cc's. There was no health damage to the patient. It was possible that the angio-seal device had not been inserted into the insertion sheath completely. The procedure before deploying the device was thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. There was no patient injury or surgical intervention required. No equipment or other devices were used with the product involved.